Manufacturer narrative:
Colophony-intolerances cannot be excluded. The instructions for use contain appropriate warnings. (B)(4).

Event description:
Allergic reaction. Swelling of lip after treatment with fluoride varnish. The varnish contains colophony. Parents suspected infection or reaction to anaesthesia. The clinics view and the course of events points to an allergic reaction to fluoride varnish. The reaction started the same day, relatively soon after application. The patient has not before reacted to anaesthesia and the only new part of treatment was the application of fluoride varnish on all teeth. The patient has recovered without any remaining problems. The varnish has not been used on the patient again.